Event description:
The reporter indicated that each time a temporary capture threshold test was performed, and then returned to the permanent programmed parameter screen, the device was programmed to vvi instead of ddd. An early replacement indicator (eri) or instensified follow-up indicator (ifi) message was never received and the final inquire, telemetry and print (itp) and magnet rate indicated beginning of life (bol) rates. The initial and the final cell voltage was 2.61v. The patient will be followed-up by a telephone check in two months.